Manufacturer narrative:
The reported problem was investigated via remote support. The customer stated that they had a patient with ventricle fibrillation (vf) arrest in the coronary care unit (ccu) and no alarm triggered on the monitor or at the central monitoring station. The clinical staff also reported ¿upon alarm review following event, there was no evidence of either yellow or red alarms having been triggered prior to this event or during this event¿. The remote support sent a field service engineer to investigate the problem onsite. The device was evaluated during an onsite operation. The x2 intellivue multi measurement server rev m.03.01 was in use in conjunction with a mx700 rev m.03.00. The fse was informed that the staff acted quickly when the vf occurred. The patient required intervention including defibrillation and intubation. The fse investigated the clinical audit log. Through his investigation he found that the patient was transferred into ipccu-14 from ipccu-08 ((B)(6) 2020) and then transferred to ipicu-09 ((B)(6) 2020). This would indicate that ECG/arrhythmia alarms were off during the incident, therefore the monitor and central would not alarm. The device did not fail to work as intended. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that they had a patient with ventricular fibrillation arrest in coronary care unit and no alarm triggered on the monitor or at the central monitoring station. The patient was defibrillated and was intubated